Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified this device had not been in before for repair related to the customer stated problem. Functional tests were performed and found no problems. A visual inspection of the pump was performed, and occlusion was tested with pm 1034. The customer¿s problem was confirmed as the downstream occlusion (dso) sensor did not react. The root cause of the problem was unknown. To correct the problem, the dso sensor will be replaced.

Event description:
It was reported that the device exhibited "overpressure sensor does not react during testing." There was unknown patient involvement.